Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The suspect component has been returned to vyaire's failure analysis laboratory for evaluation. At this time, the evaluation is still pending. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported an unresolved intermittent circuit occusion and high pressure alarm. The customer stated no patient involvement was associated with this event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect gas delivery engine (gde) for investigation. The physical inspection found no anomalies with the gde. The investigation did duplicate the customer event during the performance and manufacture testing. The alarm conditions and device behavior has been identified with a railed inspiratory pressure transducer component on the transducer communication alarm (tca) assembly within the gde. The root cause is associated with a supplier manufacturing issue and isolated to this tca assembly lot. The tca assembly will be held for trending and internally investigated within vyaire.